Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83360) ¿ as found condition: the rist catheter was returned within a shipping box and a plastic bio-pouch. ¿ visual inspection/damage location details: no damage was found with the rist catheter hub. The rist catheter body was found to be kinked at ~70.4cm and 93.5cm from proximal end of hub. In addition, the rist catheter body was also found to be damaged and separated ~85.1cm from the proximal end of hub, with the braid wire still intact but stretched out for ~38.0cm. The rist distal tip was found to be in good condition. ¿ testing/analysis: the rist catheter total length was measured to be ~119.5cm and the usable length was measured to be ~115.5cm, which is not within specification as the catheter body and braiding wire was stretched out. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ was confirmed as the catheter was broken and stretched. In addition, ¿catheter kink/damage¿ was also confirmed as kinking present along the catheter body. In the event, it is likely that the patient¿s moderate vessel tortuosity or insertion without a supporting dilator may have contributed to the kinked/damaged catheter. Furthermore, the kinking could have subsequently caused the catheter to ¿fall apart¿, separate and stretch during removal of the rist. However, the root cause cannot be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the catheter kinked during insertion (behind the sheath); when attempting to remove it, the braid completely disintegrated. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. Additional information received reported that the catheter did not remain intact because the braid "fell apart". The cause of the catheter damage was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.